Event description:
It was reported by the patient's legal counsel that the patient received a tka on (B)(6) 2008. On (B)(6) 2009, the patient was revised due to an infection.

Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.